Event description:
While attempting to gain access with the angiodynamics mini stick max catheter, the floppy end of the wire broke off in the pt's arm. A cutdown of the pt's arm was required to retrieve the wire. FDA safety report ID# (B)(4).